Event description:
The dealer states the pt was raising the power legs and because they do not raise together, the pt's foot fell off and got caught between the lower legrest and got pinched between the upper and lower parts. This allegedly caused the pt to break foot.